Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed that six months earlier, noise resulting in pacing inhibition for a four second duration had occurred. The episode had been captured as tachycardia. It was determined this issue was due to an external noise source and not due to myopotentials. All other measurements were within normal limits. The device sensitivity was reprogrammed and the patient was instructed to avoid electrical devices. As the patient is not pacemaker dependent; a decision was made to further monitor and leave this lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.